Event description:
Device #1 malfunction: none. Symptoms/ae: vasospasm. Time of symptoms/ae: post procedure. It was reported that the during a left internal carotid artery stenting procedure, after post-dilatation of the rx acculink stent using the rx viatrac 14 plus dilatation catheter, emboli from a pre-existing thrombus created slow flow. An embolectomy was performed using a non-abbott aspiration catheter as well as a multipurpose catheter with successful removal of the clot. After removal of the embolic protection filter, a distal vasospasm was noted. Nitroglycerin was administered and the vasospasm resolved. Intracranial circulation remained intact. There was no adverse patient sequelae. Though requested, no additional information has been provided.

Manufacturer narrative:
Study event. Device #2: rx viatrac 14 plus dilatation catheter (part# 1008195-30, lot# unk) referenced is being filed under a separate medwatch report. Eval summary: the stent remains in the pt. Vasospasm is a known potential adverse event associated with the use of the device as indicated in the rx acculink instructions for use. A review of the device lot history record did not reveal any non-conformities which could have contributed to the reported event.